Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after an unspecified procedure. Reportedly, there was a bent deployment strain with the device. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Correction: registration #. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy was confirmed as a link break/suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and sub-sequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initially filed report, medwatch # (B)(4) was received: bent deployment string. A new proglide had to be opened to complete the procedure. The product has patient contact but no patient harm. What was the original intended procedure? Aaa.